Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high rv and superior vena cava (svc) defibrillation coil impedance measurements. The right atrial (ra) lead exhibited possible oversening, which is potentially causing mode switching. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was possible far field r-wave (ffrw) oversensing occurring on the ra lead and the patient was experiencing weakness and fatigue.